Event description:
It was reported that the patient was hospitalized due to status epilepticus. The physician also mentions that 2 of 8 times of the magnet swipes were able to prevent repeated seizures. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the patient was actually not hospitalized when the event occurred. The patient's device continues to function normally and the patient has recovered. No other relevant information has been received to date.

Event description:
It was later reported that the physician was unsure if the generator was related to status epilepticus. Diagnostics and programming history spreadsheets were reviewed. Data shows that vns system diagnostics were within normal limits before, during, and after event. No other relevant information has been received to date.